Manufacturer narrative:
The products involved with this complaint have been returned and evaluated by lifescan product analysis on with the following findings: the meter and test strips have passed all testing with no faults found. The control solution was also received; however it was not required for testing in this subcategory. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 (unspecified time). The patient reported blood glucose readings of "151 and 56 mg/dl" with the subject meter, performed greater than 20 minutes of each other. As part of the patient's diabetes regimen, the patient claimed she is on insulin(self adjustor); however at the time the alleged issue began, she denied taking any action regarding her diabetes regimen. Within minutes after the alleged issue began, the patient reported feeling hot, sweaty, and cold. In response to her symptoms, the patient claimed she self-treated with food/drink. At the time of troubleshooting, the cca noted the results were obtained from the same approved sample sit and the subject meter's unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate erratic readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, requiring treatment of food/drink after the alleged meter issue began.